Event description:
The patient¿s spasticity symptoms returned suddenly in (B)(6) 2014. The patient was taking 100 mg a day of oral baclofen in addition to the pump when the spasticity issue returned. There was a microscopic tear or kink in the catheter. A catheter revision was done on (B)(6) 2014 which was a week after the symptoms returned. During the revision, a newer model of catheter was implanted. The issue was cleared up after the surgery. The patient had used the ¿lite gait¿ system 3-4 months before the revision. The reporter was told at the time that ¿the radius of curvature was small on the catheter and that could have been the issue¿. The reporter was currently wondering if the ¿lite gait¿ system could be related to the catheter issue. The device system was delivering lioresal at the time of the event. Gablofen was used after the revision and then a month later they went back to lioresal.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)